Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow up report will be sent.

Event description:
It was reported that the patient had additional mesh removed from a monarch implant due to pain. The mesh was removed and the patient needs to heal before moving forward. No further patient complications were reported in relation to this event.